Manufacturer narrative:
The customer¿s report of an over infusion of heparin was not confirmed. The pcu log showed that on (B)(6) 2015 at 12:17 pm the pcu was powered on and the source pump module was shown as being attached as channel a some hours later. At 5:45 am on (B)(6) the user programmed the device using guardrails drugs for heparin 25000unit/250ml. The user entered a rate of 13.5ml/hr with a vtbi of 200ml and started the infusion; the initial primary volume infused was recorded as 0.819ml. Three hours and 44 minutes later the user powered off the pump module which recorded a final primary volume infused of 50.248ml or 49.429ml for the heparin infusion. No issues related to the reported over infusion were observed during physical inspection of the device. Standard rate accuracy testing found the pump module to be well within in specification; additional rate accuracy testing performed at the reported incident rate of 13.5ml/hr also found the device to be within specification, and with no periods of unregulated flow observed. No administration sets were returned by the customer for testing. The root cause of the reported over infusion of heparin was not determined.

Manufacturer narrative:
Concomitant products: 8100, sn (B)(4); (2) 10178573; hospira secondary set ¿ list no. 14230-28; therapy date (B)(6) 2015. The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
A hip fracture patient with a right leg dvt and multiple pulmonary emboli and an ivc filter had heparin 25,000 units in 0.45% normal saline infusing since (B)(6) 2015, titrated to the patient's lab values. A new bag was hung at 0545 on (B)(6), with the rate set at 13.5 ml/hr and a vtbi of 200 ml. The actual volume of the bag was 250 ml; staff set the vtbi at a lower amount to allow time to obtain a new bag. Based on the rate the bag should have lasted approximately 14 hours. At 0710 the nurse noted the heparin bag appeared to be empty and the contents appeared to have infused over 45 minutes. The infusion continued while the situation was evaluated; a concomitant lr infusion on a different module continued to infuse at 50 ml/hour. The heparin infusion was disconnected from the patient at 0830 but not stopped on the pump until 0930, at which time the pcu and modules were switched out. Coagulation labs were obtained; the patient&#38112;heparin level was >2.00 at 0837 and aptt was >200 at 1048, consistent with an over infusion of heparin. The patient had been scheduled to have the ivc filter removed on the day of the overinfusion. The procedure was delayed until later that day when coagulation studies returned to an acceptable level.